Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during s1 lead revision procedure on (B)(6) 2025 [related manufacturer reference number:1627487-2025-01669], the t12 and l1 leads were also explanted and replaced due to high impedances. Effective stimulation was restored.